Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter stated that the device associated with this report was discarded after surgery. Based upon the implant date and serial number provided the connector type is assumed to be a taper ii. Abdominal pain and sore throat are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than (B)(4) of subjects included: abdominal pain, chest pain, incision pain and port site pain." Device labeling addresses the possible outcome of buckle disengagement as follows: warning: "failure to secure the band properly may result in it subsequent displacement and necessitate re-operation. "Caution: "failure to use an appropriate traumatic instrument such as the lap-band system closure tool to lock the band may result in damage to the band or injury to surrounding tissues." "The MFR of the lap-band ap adjustable gastric banding system has designed, tested and mfg it to be reasonably fit for its intended use. However, the lap-band ap system is not a lifetime product and it may break or fail, in whole or in part, at any time after implantation and notwithstanding the absence of any defect. Causes of partial or complete failure include, without limitation, expected bodily reactions to the presence and position of the implanted device, rare or atypical medical complications, component failure and normal wear and tear. In addition, the lap-band ap system may be easily damaged by improper handling or use."

Event description:
Pt reported alleged abdominal pain, sore throat, and feeling "no control or no restriction" from a lap-band system. After multiple unsuccessful adjustment attempts over a period of two months, the health professional requested and endoscopy be performed which showed the lap-band had become unbuckled. The entire system was removed and replaced.